Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The motion batteries were replaced and the system worked as intended. The imaging system then passed the system checkout and was found to be fully functional. The part was not returned for analysis due to international shipping regulations. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system had an unexpected stop and there was a strange noise coming from the gantry. The surgeon chose to discontinue use of the imaging and navigation systems. There was no reported impact to the outcome of the patient.